Event description:
The device was used for a carotid endarterectomy procedure. The patch leaked while the patient was on plavix or coumadin. The physician reported that bleeding time was extended due to these anticoagulants. The patch was left in. The outcome of the case was successful. The patient's condition is fine. Note: according to te physician, this case was not considered to be a complaint. Based upon the manufacturer's communication with the physician, there appears to have been similar cases which were not previously reported by the physician. Further information appears, at this time, to be unattainable. The exact incident date is unknown and has been approximated for reporting purposes only.